Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error codes. The blood glucose was not provided at the time of the incident. The customer also reported having a rewinding anomaly and battery issues. Troubleshooting was not provided. The error codes were not cleared. The insulin pump will not return for analysis.